Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.

Event description:
It was reported that the patient's device was displaying the system error message and shutdown. As a result, the patient experienced a hard time breathing. Patient later purchased a replacement device. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.